Manufacturer narrative:
Based on the investigation completed on 20-nov-2025, the event was determined to be a malfunction likely to cause serious injury if it were to recur. The bair hugger model 675 was tested for design verification, safety and efficacy to the regulatory standard iec 60601-1, which covers the electrical safety of the model 675 unit (including the required flammability ratings for the 675 enclosure and other components.) Solventum will continue to monitor.

Event description:
On 07-nov-2025, the following information was provided by the hospital representative: when the 3m¿ bair hugger¿ warming unit was turned on, it allegedly emitted smoke. When the unit was opened up in the facility¿s biomedical department, the heating unit was broken off and melting was observed. There were no alleged injuries or medical interventions required due to the alleged malfunction. An investigation was completed by the solventum quality engineer on 20-nov-2025, including review of the photos provided by the customer. It was determined the heat event was due to a detached heater coil; however, the cause could not be determined.